Event description:
Patient was revised due to loosening of the tibial tray and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. The initial reporting stated the products are not suspected of failing to meet specifications. A search of the complaint database did not reveal any other reports for the reported manufacturing lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error as a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.